Event description:
It was reported the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The patient did not receive therapy during the event. The device was reprogrammed.